Event description:
It was reported that; 5.5 mm tap broke during surgery.

Manufacturer narrative:
Device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker.

Event description:
It was reported that; 5.5 mm tap broke during surgery.